Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient experienced infections at the abutment site and antibiotics were administered (unknown type and date administered).